Event description:
It was reported that the patient experienced inappropriate and inadequate high-voltage (hv) therapy delivered by the device. The patient passed away due to steinert disease. The device was explanted. No abbott products were suspected to have caused or contributed to the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.